Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/27/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture and a hematoma. During evaluation of the sample a rupture measuring approximately 1.6 cm was observed in the anterior view. No additional anomalies were observed. Based on the facts of the case, this issue is unrelated to the breast implant and related to the patient condition. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2019 mentor became aware that the following statement was erroneously omitted from the initial report submitted on 2/28/2019: a manufacturing record evaluation (mre) was performed for the finished device number 7610715 and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog #3502300, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate plus profile 300cc saline prosthesis and experienced baker¿s grade IV capsular contracture post procedure. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 4/12/2019. In addition to the right sided capsular contracture reported previously, the patient also had a right sided hematoma. The hematoma had to be drained in the physician's office. When the devices were explanted, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed. The mentor failure analysis lab received the device for evaluation on 4/18/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).